Manufacturer narrative:
On 7/17/2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor the device contained gel with clear appearance. Brown material was observed within the device. Brown and yellow material were observed on the shell surface. During visual examination of the device, product evaluation team identified a partial delamination of the shell to patch junction on the posterior aspect. The cause of the delamination could not be determined. Leak testing was performed in accordance with mentor procedures and no additional leak sites were detected. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation team, concluded that the delamination occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since a delamination was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the brown and yellow material observed. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation team concluded that the delamination occurred sometime subsequent to the removal of the device from its protective packaging. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. A review of the complaint database trackwise from (B)(4) 2011, - (B)(4) 2012, revealed 8,078 rupture complaints reported against mentor gel-filled breast implants worldwide (tx, ln and mauritius). Of the 8,078 complaint devices, product evaluation revealed 103 devices had a delamination of the patch from the shell ((B)(4)). Although potential causes of patch delamination are unknown stresses and forces on the implant in-vivo or exposure to betadine at insertion, a definitive root cause of these delaminations could not be determined. Therefore, these failures would not be considered manufacturing or product design related and would not warrant escalation to ncr per mentor procedures. Breast implants are not lifetime devices. Rupture can occur at any time after implantation. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast prostheses implantation with contour profile high gel ¿ lumera for unknown reason on (B)(6) 2006 presented with late forming seroma in the left breast that was observed on (B)(6) 2018. No data on pathology or cytology studies of seroma fluid provided. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implant 375cc on (B)(6) 2018 . The surgeon noted that he found material floating in the left implant and although he did not see any holes, he believes there is a possible rupture.